Event description:
The complainant reported that the customer was placed on impella pump support due to cardiomyopathy. While on support, the aic exhibited a "purge disc not detected" alarm. The staff removed and reinserted the purge disk, changed the cassette, cleaned the sensor cleaned. However, this did not resolve the issue. The device was replaced with another aic and the alarms stopped. It was noted that there were no issues with the impella pump, purge pressure and flow were still in range, and the patient was stable. No report of patient harm or injury.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The device logs from the complaint date revealed that the console issued the purge disc not detected alarm several times when purge cassette was inserted. Re-insertion of purge disc was also observed, yet the console still had problem detecting purge disc. Visual inspection of the purge assembly area confirmed a hairline crack on blue retainer. The failure mode was due to a broken purge retainer. This report is being filed as part of a retrospective review of historical records.